Event description:
A patient service representative (psr) contacted lifecor customer support to report that neither battery pack would fit into the monitor. The psr looked into the monitor and saw that there were two battery pins that were bent. Support called the territory mgr to replace the psr's battery packs and monitor.

Manufacturer narrative:
Device MFR date: 12/2007, battery pack - 12/2007, battery pack - 12/2007. Device evaluation summary: device evaluations of monitor, battery pack, and battery pack have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were functional. Then they were restocked. The damaged connector on the monitor was replaced. No adverse events results from the damaged monitor. The pt rec'd a replacement monitor and two replacement battery packs.